Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no unexplained pump reboots. During a visual inspection of the pump, no evidence of moisture ingress was found in the pump battery compartment. A battery cap was not returned with the pump; a test cap was used to complete investigation. A leak test was performed and passed. The pump case was removed and no evidence of moisture ingress was found. Unrelated to the complaint, the pump was powered on and the display screen appeared faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the pump lost power. The reporter removed the battery from the pump and the battery had leaked into the battery compartment. The battery compartment was cleaned and the pump was allegedly functional, however the power loss issue recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.